Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the articulating arm would not lock into position during surgery. This caused a 90 minute delay to get another arm. The additional anesthesia did not impact the patient per the anesthesiologist.

Event description:
It was reported that the articulating arm would not lock into position during surgery. This caused a 90 minute delay to get another arm. The additional anesthesia did not impact the patient per the anesthesiologist.

Manufacturer narrative:
Added information to h6: component codes, type of investigation, investigation findings, investigation conclusions. This follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is unrefuted for one (1) of one (1) unreturned timberline articulating arm lateral (pn: 8734-0020) for the failure of instrument malfunction during operation. The product was not returned, and no photos were provided. Medical records were not provided for review. DHR review and related actions. Lot number was not provided, therefore, DHR review can't be performed. No actions required. This event is not related to any current actions or recalls or product holds. Device use. This device is used for treatment. Potential cause: product was not returned for evaluation, root cause can't be established. A follow-up report will be submitted if new information is received that changes the information provided in this report.